Event description:
It was reported to philips that the system was slow to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer was performing an emergency procedure which was delayed and completed by using the system. No harm was reported to philips. A philips remote service engineer (rse) inspected the system remotely and was not able to confirm the reported issue. Remote log file analysis was performed which did not show any errors. A field service engineer visited the hospital and measured the hospital mains power supply. The measured values were within the expected voltage range. After the occurrence, it was verified that the system was functioning correctly. No malfunction was identified. No further action was performed, and the system was in good working condition. The codes were updated based on the investigation outcome.